Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 2 of 2 reference MFR report: 3008829311-2017-00908 it was reported x-rays confirmed one of the patient's ((B)(6)) leads had migrated into the epidural space. The patient continues to have effective therapy. However, surgical intervention was undertaken and the lead was removed from the epidural space and the physician cut and removed the terminal end of the lead. It is unknown which lead lot number migrated; therefore all possible lots are being reported.